Event description:
The manufacturer was contacted in reference to a death of a patient. The manufacturer received a call from the patient's clinic stating that the patient has passed away. There is no allegation that the device contributed to the death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reportable since device issue/event has or may have caused or contributed to a death.

Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to a death of a patient. The manufacturer received a call from the patient's clinic stating that the patient has passed away. There is no allegation that the device contributed to the death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Review of this complaint confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically: no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified. No causal or contributory relationship between the device and the reported death has been established. The available information indicates the death is attributable to factors unrelated to the device. Based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.